Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: cement appears to be different to normal appears more dry than normal mix. According to surgeon, normally the cmw2 will start dry while mixing, then at around 1 minute become silky and wet, at about 1 min 30 it¿s quite sticky and then at 2 mins it¿s usually easy to handle. Today the cement didn¿t really seem to get silky or sticky. Surgeon concerned that the mix isn¿t working properly. At 2 mins looking at the mix without getting silly like it normally does, surgeon elected to use competitor cement product. Has requested for review of item. Surgeon used 2 of the same lot number and happened both times today. This incident has a different lot number than the last time this surgeon experienced this concern 1 month ago. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that there was no damage or defects with the depuy cmw 2g 40g. The retain sample test was performed by the manufacturer and revealed that the cement mixed and behaved as expected for the product type and met the appropriate control specification. As per the instruction for use (IFU-0630132), "bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components and mixing equipment) from the recommended temperature of 73 °f (23 °c) will affect the handling characteristics and setting time of the cement. Additionally, variations in humidity will affect the cement handling characteristics and setting time". A manufacturing record evaluation was performed for the finished device [3325040 / 4391570] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was unconfirmed as the observed condition of the depuy cmw 2g 40g would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3325040 / 4391570] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [3325040 / 4391570] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Event description:
Additional information was received: a. How was the cement prepared for use? - cement then liquid b. What equipment was used to prepare / mix the cement? - bowl and spaula c. What was the timing to mix and the time between mixing and setting? - approximately 7 mins d. What equipment was used to deliver the cement? - it was not delivered e. What was the storage temperature of the cement prior to usage? - 19 degrees f. Was the cement used under expiry? - yes, it was within expiry.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Cement appears to be different to normal. Appears more dry than normal mix. According to surgeon, normally the cmw2 will start dry while mixing, then at around 1 minute become silky and wet, at about 1 min 30 it¿s quite sticky and then at 2 mins it¿s usually easy to handle. Today the cement didn¿t really seem to get silky or sticky. Surgeon concerned that the mix isn¿t working properly. At 2 mins looking at the mix without getting silly like it normally does, surgeon elected to use competitor cement product. Has requested for review of item. Surgery was delayed 3 minutes due to the reported event.